Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device showed equipment disabled: system failure, and operational check not proceeding after general test. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is based on information provided by philips authorized service personnel (asp) and has been investigated by the philips complaint handling team. Available details indicate that the device had exhibited symptoms of an operational check test failed. Details provided in an email response from philips authorized service personnel (asp) indicate that it was determined that this was a malfunction of the paddles, which was ordered to resolve the issue. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the paddles. The reported problem was confirmed. The customer ordered the paddles to resolve the issue. It has been concluded that no further action is required at this time.